Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implant procedure, the surgeon noticed that the lens had a scratched after implanting the lens. Additional information has been received and stating lens was removed and backup lens was implanted to complete the surgery with no patient harm.